Manufacturer narrative:
Mdrs 2517506-2018-00345, 2517506-2018-00347, 2517506-2018-00348, were filed for the same event. Headquarters support center (hsc) reviewed the instrument and patient data. No product non-conformance with the reagent or instrument was identified. The report of troponin elevation in the absence of acute myocardial infarction is limited to this patient and does not indicate an issue with the dimension vista instrument or the ctni reagent. The system is operating within specifications. No further evaluation of the device is required.

Event description:
Discordant, elevated cardiac troponin I (ctni) results were obtained on a patient sample on the dimension vista 500 system. The initial results were reported to the physician who questioned the results after the catheterization lab reported no indication of a myocardial infarction (mi). The same samples were repeated on troponin t, non-siemens alternate methodologies at an alternate facility at a later date and results remained elevated but were lower than the initial results. The patient had a cardiac catheterization performed due to the elevated ctni results. The date of the procedure was not provided. There are no reports of adverse health consequences due to the discordant, elevated ctni results or due to the cardiac catheterization.